Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the major bleed: the cause of the injury was not determined due to insufficient clinical details. Pump suction: the pump was not returned for investigation. Data log was not provided or could not be retrieved from the remote server. Clinical details indicate that suction alarms occurred overnight and again during a vagal episode. Increased output from the jackson-pratt drain required transfusion of prbcs and platelets. The cause of suction issue could not be determined without returned product investigation and sufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a suction alarm. One unit of packed red blood cells and two units of platelets were transfused. Additionally, a suction alarm occurred. There was no adverse impact to patient management.